Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
As received, the device would not communicate due to a low battery voltage and diagnostics could not be retrieved. No anomaly was noted. The device charged and delivered 200v normally. The cause of the battery depletion and the state of depletion at the time of explant could not be determined. Reliability laboratory technician. L crmd reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis.